Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent tightening of set screws and broken off per usual specifications at ilium due to neuromuscular scoliosis. Post-op, the set screw had come loose from the ballast screws. There were no patient complications as a result of this event.

Manufacturer narrative:
Radiographic image review result: post of x-ray for lumbar/pelvic fixation provided. Unclear levels instrumented above this. Fusion status is unknown. Both of the iliac set screws were out of the screw heads. Unable to evaluate rod contour or deformity correction on provided images. If information is provided in the future, a supplemental report will be issued.